Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08/30/2019. The manufacturer's field service engineer (fse) confirmed the reported issue. The fse reset the patient circuit and ran short self testing (sst) and est. The ventilator passed testing and was returned to service. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the unit declare an error 3126 (oxygen flow accuracy error) and would not pass extended self testing (est). There was no patient involvement.